Event description:
It was reported that patient presented in ER after receiving inappropriate atp due to supraventricular tachycardia. It was decided to reprogram the device. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.